Event description:
Trial spacer flaked off when tapped in, a piece went missing. Unsure if in the pt or not.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing was not provided. The investigation could not verify or draw any conclusions about the reported breakage without the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.